Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30052021l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, steam pop occurred twice. There was no immediate change on patient¿s condition. At the end of the procedure, the patient became hypotensive. The blood pressure dropped to 30 units after tachycardia stopped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was transferred to the cardiac care unite (ccu), an unspecified medicine was administered. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization and patient¿s outcome. The physician¿s causality opinion is unknown; however he did not attribute the causality of the event to the bwi product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The steam pop was not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. Therefore, it was assessed as not reportable. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.